Event description:
It was reported to bayer that a customer had cut their finger while trying to remove a sample puck or holder which had become stuck in the advia workcell. This occurred three days earlier when the operator tried to remove the puck stuck at the sample manager divert gate without following the instructions in the workcell operator's manual which indicate how to stop the track in cases of an emergency. The operator did eventually press the stop button while their fingers were still in the gate area. As the gate mechanism refracted, an edge caused a minor cut to the operator's finger. The operator cleaned the small cut with alcohol and went to the ER for treatment. The 1/2 inch cut was clenaed and irrigated with water, peroxide and saline. The finger was x-rayed and was not broken. The operator was given antibiotics at their request. Bayer diagnostic personnel concludes that this issue was due to the operator not following appropriate warnings and instructions for use and there is no need for corrective action.